Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and was placed on an in-house system and was run in normal mode. The iesu triggered c-33 and c-00 errors. The complaint regarding generator errors was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Isi followed up with the customer and confirmed that the procedure was carried out robotically with the same generator. The generator was replaced two days later.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were c-00 errors on the integrated electrosurgical unit (iesu). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The iesu was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation or if additional information is obtained.